Manufacturer narrative:
The field service representative (fsr) verified the issue. He replaced the flow module. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow was displayed as dashes. The unit was rebooted and the liters per minute were displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the flow module would not recognize the attached flow sensor after being exposed to the cold chamber. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.